Event description:
The pt return to the surgeon with incision that did not heal. This pt's biopsy was performed in 2004 and they came in the following week with a 3-4 mm opening at the incision site surrounded by redness. He tissue just under the incision was a yellowish/green color. The surgeon prescribed antibiotics for 7 days, irrigated and packed the wound. The infection resolved and the wound has since healed.